Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 228 mg/dl at the time of the incident. Their current blood glucose was over 600 mg/dl.. The customer was assisted with troubleshooting. The drive support cap appears normal and slightly indented. The customer's infusion set had a bent cannula. The customer was treated with insulin pump and manual injection. The customer's blood glucose at the end of the call was 575 mg/dl. Customer will not return device for analysis.